Event description:
It was reported that the ventilator alarmed for low pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site but the low pressure alarms were not reproduced. As a preventive measure the o2 gas module and the air gas module were replaced. No part was returned for investigation. The received device log confirms the reported problem. We could trace back the reported problem to february 12, therefore the date of event was determined as (B)(6) 2018. As no parts were returned for investigation, the cause of the reported failure could not be determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).